Event description:
It was reported that the pt was in a motor vehicle accident and he underwent a full body MRI scan. The company rep was called to evaluate the systems as a result of that event. They needed to provide all of the info and details specific to that because he had three different stimulation systems. The pt was in intensive care for 6 to 8 days. The pt was unconscious/coma and on a ventilator. There was no response at all from pt. The pt was having shoulder twitching and the hosp staff thought either his implanted systems were turned on or the twitching was from spasms. The rep could not communicate with any of the three systems and had no idea of the device statuses since he could not interrogate the devices or communicate with the pt. The rep had no additional or current f/u status for the pt. Please refer to MFR report # 3007566237-2010-08265 and MFR report # 3007566237-2010-08268.

Manufacturer narrative:
(B)(4).